Event description:
It was reported that the patient had an MRI of their head prior to surgery to address lead migration. To help identify the issue, impedance testing and re-programming were performed. Manufacturer representative stated that the physician indicated that the lead may have accidently backed up 5mm when closing the patient. The surgery was scheduled for (B)(6) 2012. Patient was ok, but was not getting good efficacy.

Event description:
Additional information received reported that the patient had his lead replaced, his programming was going well, and his tremor relief was significantly improving.

Manufacturer narrative:
Product ID 37642, lot#, serial# (B)(4), product type: programmer, patient product ID 37085-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type: extension, product ID 3387s-40, lot# v741339, serial#, implanted: 2011 (B)(6), explanted, product type: lead, product ID 3387s-40, lot# v741339, serial#, implanted: 2011 (B)(6), explanted, product type: lead. (B)(4).